Manufacturer narrative:
No patient sample was available for investigation. Customer complaint data was reviewed and no adverse or non-statistical trends were identified. A review of customer field data for the architect (B)(6) qualitative ii assay was completed. This review demonstrated that the number of sds to cut-off for nonreactive samples for lot 69247fn00 fall within 1sd of the established centerline. Review of the median results for nonreactive samples also shows that this lot is performing in line with other reagent lots in the field. A review for non-conformances and/or deviations was performed. This review did not identify any non-conformances or deviations for architect (B)(6) qualitative ii lot 69247fn00. The architect (B)(6) qualitative ii reagent package insert was reviewed and was found to adequately address the issue. The investigation did not identify a malfunction or product deficiency.

Manufacturer narrative:
An evaluation is in process. A follow-up report will be submitted when the evaluation is complete. This report is being filed on an international product, list number 2g22 that has a similar product distributed in the us, list number 4p53.

Event description:
The customer indicated that suspected (B)(6) architect (B)(6) qualitative ii results were generated. Donor- (B)(6): an (B)(6) result of 3.52 s/co was generated on (B)(6) 2017. The sample was repeated on (B)(6) 2017 and a (B)(6) result was generated. Donor: (B)(6): an initial (B)(6) result of 11.78 s/co was generated on (B)(6) 2017. A second sample ((B)(6) 2017) was tested and (B)(6) results were generated. A third sample was tested at (B)(6) ((B)(6) 2017) and a (B)(6) result was generated. Donor: (B)(6): results of 1.42, 1.12 and 0.09 were generated on a sample from (B)(6) 2017. The same sample was repeated at the clinical pathology laboratory ((B)(6) 2017) and a (B)(6) result was generated. Donor: (B)(6): initial (B)(6) results of 1.05 and 1.00 s/co were generated on (B)(6) 2017. The same sample was repeated at the clinical pathology laboratory ((B)(6) 2017) and a (B)(6) result was generated. Donor (B)(6): an initial (B)(6) result of 23 was generated on (B)(6) 2016. A second sample was tested on (B)(6) 2016 and a (B)(6) result was generated. A third sample was tested at (B)(6) ((B)(6) 2017) and a (B)(6) result was generated. A fourth sample was tested at the blood service ((B)(6) 2017) and a (B)(6) result was generated. Additional information was received from the customer on 04/26/2017 which indicated that confirmatory testing was performed with pcr on all of the samples and all results were negative. There was no report of injury or impact to patient management.